Event description:
It was reported that the patient had an infection at the lead incision site. It was noted that the patients leads were visible and was outside the skin; and there was discharged from the incisions site. The physician believed that the infection was not procedure related and was unknown as to what caused the infection. The patients would was washed out and the patient was given an intravenous antibiotics. The patient was doing well postoperatively. It was noted that the patient will likely be on a long term course of oral antibiotics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7073199/7072903.